Event description:
The patient reported bruising and a lump below the receiver site which was draining clear liquid. Additionally, the patient reported they could see the knot/neurostimulator underneath. X-rays were performed and cultures were obtained. However, results of the cultures are unavailable. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. As of (B)(6) 2026, the patient reported the top incision looks really good, the bottom incision is taking a little more time to heal, and although the lump has not cleared, it is no longer draining liquid. The patient has a follow-up appointment with the implanting clinician on (B)(6) 2026. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out. Additionally, the patient touching or picking at the wound, the device being used off-label, the patient having contraindicating conditions, not irrigating the incision site with an antibiotic solution, and improperly closing the surgical site have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.